Manufacturer narrative:
(B)(4). The device history record for the reported lot number, aa4307r11, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported via medwatch report, reference number (B)(4), that a surgical procedure was required to place a mic-key gastronomy enteral feeding tube for a patient with an existing stoma. When removing the dilator the 8-fr portion of the device came out of the sheath. The distal portion remained in the patient's stomach. Unsuccessful attempts were made to remove the distal portion of the dilator from the patient and surgery was required to remove the distal portion of the dilator from the patient's stomach and a jejunal enteral feeding tube was surgically placed.